Event description:
Attorney alleges "pt underwent physical therapy, which included therapeutic ultrasound diathermy. As a result, the pt sustained pain and suffering, and underwent additional surgery to remove damaged tissue which left pt with significant and disabling injuries". No report of device explantation. A follow-up report will be sent if additional info is received.